Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt375 16.0 diopter intraocular lens (iol) was explanted from a male patient's left eye due to a refractive miss. The lens was replaced with a zxt150 iol with a higher diopter size. The customer stated that the exchange was not due to a faulty lens. No further information was provided.

Manufacturer narrative:
Additional information was received clarifying that the customer provided incorrect information regarding the implant and explant date. Customer clarified that the zxt375 16.0 diopter iol was explanted on (B)(6) 2017, and the implant date is unknown as it was not provided. The following sections have been updated accordingly: date of event: (B)(6) 2017. If implanted; give date: unknown, was not provided. If explanted, give date: (B)(6) 2017. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.